Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on a guide wire. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous superficial femoral artery. This 5.0 x 100, 135 cm mustang balloon catheter was selected for post-dilatation of another manufacturers deployed stent. During the advancing of this mustang balloon, the balloon became stuck on another manufacturers stiff guide wire. The balloon and the guide wire were removed from patient together as one unit. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).